Event description:
Information was received indicating that after intubation, the cuff to a smiths medical portex endotracheal tube deflated. Subsequently, the tube was changed out. It was reported the patient experienced hypercapnia and desaturated. There were no further reported adverse effects.